Event description:
Patient reported she is still revering from pneumonia, stated she finished her antibiotic but chest is starting to feel heavy again and coughing. Patient following up with md for repeat CT scan, will also notify md office. Patient also reported feeling very tired, has low platelets and autoimmune disorder as well that may be contributing. Patient using cadd legacy pump. Patient also requesting extra cassettes, stated sometimes tubing attached to cassette comes bent and she can't use. Advised patient to let us know right away when that happens so we can replace defective product. No defective cassettes on hand at time of consult, lot numbers unknown. No further information available. Start date of event is unknown patient did not report. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.